Manufacturer narrative:
The nail was received for visual and functional testing. Visual inspection confirmed that the nail was broken at the top housing tube below the second hole. The condition of the nail did not allow for functional testing. Based on the reported information, the patient did not comply with the instructions for use (IFU) that states that patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs. As part of the investigation, the device history records were reviewed and no discrepancies were found. The device was manufactured in accordance with the specified requirement and met all of the required quality inspections.

Manufacturer narrative:
Device has not yet been returned. Root cause is not available at this time.

Event description:
Information was received that a revision procedure was performed on an unknown date. The patient had a nail break earlier this year. No patient injury was reported.